Event description:
Reportedly, a cartridge alarm occurred indicating that the cartridge was over-filled. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, no specific value was provided. The customer delivered a correction bolus via the pump to address the bg and continued to use the pump for insulin therapy.